Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Condition after implantation of an accoldade shaft with v40 head, development of a large pseudotumor in the groin area due to known cone problems in this implant combination. Surgeon forwarded us the following information: in summary, the incident is the following situation: patient (B)(6). Anamnese: 2007 implantation of a cementless hip endoprosthesis (accolade, trident, metal head -0.5, article numbers according to attached surgical report). Development of local metal intolerance with large "pseudotumor" / armd in the left hip with compression of the iliac vein presumably in the years 2014 to 2017 of increasing size. Currently 2017/2018 increasing local discomfort in the left hip joint. Metal value increase with cobalt in whole blood 6,89 g / l (reference range 0,5-3,9 g / l) at normal chromium values (0,62 g / l at reference value 0,5 to 4,0 g / l in whole blood). X-ray increasing osteolysis in the cup area, in CT and MRI , formation of a large pseudotumor both in the area of the outside hip muscles and in the retroperitoneum around the iliacus muscle due to increasing complaints, the resection of the pseudotumor with head and inlay changes took place on (B)(6) 2018 (clear conical corrosion visible without any indication of relevant substance defect.) Therefore change to v40 titanium adapter for delta ceramic module head 36 mm). The patient wanted the implants to be delivered, which is why a transfer of the removed head and inlay after sonication is not possible.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: review of these records confirms metallosis and development of a pseudotumor about the tha occurred, however, the root cause cannot be determined as insufficient information was available. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Condition after implantation of an accoldade shaft with v40 head, development of a large pseudotumor in the groin area due to known cone problems in this implant combination. Surgeon forwarded us the following information: in summary, the incident is the following situation: patient sw, 75 years, currently 178 cm height and 77 kg body weight anamnese: - 2007 implantation of a cementless hip endoprosthesis (accolade, trident, metal head -0.5, article numbers according to attached surgical report) - development of local metal intolerance with large "pseudotumor" / armd in the left hip with compression of the iliac vein presumably in the years 2014 to 2107 of increasing size - currently 2017/2018 increasing local discomfort in the left hip joint. Metal value increase with cobalt in whole blood 6,89 ¿g / l (reference range 0,5-3,9 ¿g / l) at normal chromium values ¿¿(0,62 ¿g / l at reference value 0,5 to 4,0 ¿g / l in whole blood ) - x-ray increasing osteolysis in the cup area, in CT and MRI MRI (see attached sections), formation of a large pseudotumor both in the area of ¿¿the outside hip muscles and in the retroperitoneum around the iliacus muscle - due to increasing complaints, the resection of the pseudotumor with head and inlay changes took place on july 12, 2018 (clear conical corrosion visible without any indication of relevant substance defect.) Therefore change to v40 titanium adapter for delta ceramic module head 36 mm) the patient wanted the implants to be delivered, which is why a transfer of the removed head and inlay after sonication is not possible.